Event description:
It was reported that an asahi sion guide wire was used during a percutaneous coronary intervention (pci) performed for a diffuse disease from the left main coronary artery (lm) to the prior stent and a 60% eccentric stenosis at the ostium and body of the lm. A terumo runthrough guide wire was delivered to the lad and a sion guide wire was delivered to the left circumflex artery (lcx). Intravascular ultrasound (ivus) findings revealed a 59% focal stenosis in the lm. A medtronic stent (3.0 x 30 mm) was implant serially from the ostium of the lm to the prior stent. The stent was dilated at 10 atm, followed by post-dilation at 12 atm, after which the stent balloon was withdrawn. When an attempt was made to re-deliver the sion guide wire through the stent struts to the lcx, the sion guide wire became entangled inside the stent in the lm and could not be withdrawn. As a remedial action, balloon catheters (1.0 x 1.0 mm and 2.0 x 2.0 mm) were used, microcatheter support was applied, and post-dilation of the stent was attempted using a balloon catheter (3.5 x 12 mm) at 18 atm; however, the sion guide wire could not be withdrawn. Unraveling of the coil at the tip of the guide wire was observed. Subsequently, a thoracotomy was performed and the entire system was withdrawn after cutting the sion guide wire entangled at the stent edge. It was informed that there were no adverse patient effects associated with this event and the patient was discharged.

Manufacturer narrative:
Manufacturing site: asahi intecc hanoi co., ltd. Hanoi, vietnam, registration number: 3009121749. Device evaluation could not be performed because the affected device was discarded at the user facility and not returned. Lot history review revealed no anomaly relating to the reported event. No other similar product experience report was received from this lot. Based on the obtained information, results of lot history records review and referring to known similar events, it was presumed that pushing and pulling manipulation might have been applied on the sion guide wire when the wire tip was trapped by the stent strut. Consequently, the guide wire became entangled inside the stent and got stuck. Further applied tensile stress generated with wire removal then caused the coil of the wire tip to become unraveled. Although it was concluded that this event was not attributed to product quality, additional treatment by guide wire, balloon catheter, and thoracotomy was considered an adverse patient effect. As the affected guide wire was not returned, it could not be completely ruled out that any guide wire fragment was left in situ. No CAPA will be taken. Instructions for use (IFU) states: [warnings] ~ observe movement of this guide wire in the vessels. Before this guide wire is moved or torqued, the tip movement should be examined and monitored under fluoroscopy. Do not move or torque the guide wire without observing corresponding movement of the tip; otherwise, the guide wire may be damaged and/or trauma may occur. In addition, ensure that the distal tip of this guide wire and its location in the vessel are visible during manipulations of the guide wire. ~ never push, auger, withdraw, or torque this guide wire that meets resistance. Torquing or pushing this guide wire against resistance may cause damage and/or tip separation of this guide wire or direct damage to a vessel. Resistance may be felt and/or observed under fluoroscopy by noting any buckling of the guide wire. If the prolapse of the guide wire tip is observed, do not allow the tip to remain in a prolapsed position; otherwise damage to the guide wire may occur. Determine the cause of resistance under fluoroscopy and take any necessary remedial action. ~ if resistance is felt due to spasm, bending of the guide wire, or due to trap while operating this guide wire in the blood vessel or removing it, do not torque and/or pull the guide wire itself. Stop the procedure. Determine the cause of resistance under fluoroscopy and take appropriate remedial action. If the guide wire is moved excessively, it may break or become damaged, which may cause blood vessel injury or result in fragments being left inside the vessel. ~ do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the guide wire may break or break apart. [Malfunction and adverse effects] ~ removal difficulty of guide wire ~ breakage of the guide wire.